Manufacturer narrative:
The customer did not return the suspected device for evaluation. Additionally, the contour next control solution associated with the event from lot # 1bv2g74 expired in dec-2022. Therefore, an in-house testing was performed with the in-house contour next one meter, in-house contour next test strips and in-house contour next control solution from lot # 2bv2g89, which gave a satisfactory performance. The control readings obtained during the in-house testing were properly marked as control tests.

Event description:
An advocate called on behalf of her son to report that she ran control tests with the contour next one meter and obtained readings of 232 mg/dl at 12:20 p.m., 210 mg/dl at 12:21 p.m. And 254 mg/dl at 12:22 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the advocate.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in sections patient identifier and weight as the customer's initials and weight were not provided.